Event description:
It was reported that the right ventricular lead exhibited unacceptable threshold and loss of capture. The lead was capped and replaced during pulse generator change out due to normal eri.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.